Event description:
It was reported that during a nephrectomy procedure, they clamped on fundus, when attempting to fire it clicked once, locked and couldn¿t be released. The tissue was clamped either side and transected. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2025. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? Yes. 2. If yes, what steps were taken to open the jaws. Unknown. 3. If the jaws could not be opened, how was the device removed. The tissue was clamped either side and transected. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/02/2025. D4: batch #486d07. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch 486d07 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.